Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit will not print. The rn called for help with a printer. The printer will print when the key is pressed, but will not print on a schedule when set. All the timed print settings are correct. She was advised to send the pump to clinical engineering once removed from the patient, and was offered assistance to change the pump out if she wished. She did not wish to switch pumps but indicated she would inform biomed of the issue. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information has been requested regarding the evaluation and repair of the unit. When additional information is received, a supplemental report will be submitted.